Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings:a review of the black box showed unexplained reboots had occurred. Visual inspection revealed that the battery compartment was cracked and that there was corrosion in the battery compartment. The battery cap was not returned with the pump for investigation; a test battery cap was able to carefully attach to the pump and was used to complete investigation. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no power issues occurring. Leak testing revealed a leak at the battery compartment crack. The pump casing was removed and there was no further evidence of moisture damage. The complaint of a power issue could not be duplicated on investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.